Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt, indicated that the pump was delivering hydromorphone (15.0 mg/ml at 9.511 mg/day) and bupivacaine (13.0 mg/ml at 8.243 mg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced slightly earlier than planned due to the volume discrepancies. The patient experienced fatigue and increased pain during the time of the volume discrepancies, but they were unsure if this was definitively attributed to the pump. The patient had pump refills every month and the actual volume was 2 or more cc less than the expected volume at every refill beginning (B)(6) 2020. In recent months the discrepancy had gotten larger (3.5 ml difference on (B)(6) 2021, 3.5 ml discrepancy on (B)(6) 2021, and 3.7 ml discrepancy on (B)(6) 2021). The reservoir volume was programmed to 20 ml at each pump refill. A dye study was completed (B)(6) 2021 and the catheter was found to be patent.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal dilaudid 15 mg/ml at 9.5 mg/day via an implantable pump for non-malignant pain. It was reported that volume discrepancies occurred at pump fills. Specific volumes were not reported. The pump was replaced on (B)(6) 2021 and would be returned. It was further reported it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient came in for a routine pump replacement. The hcp and patient stated there had been volume discrepancies at her refill appointments. When the pump was emptied after it was replaced, a volume of 1.5ml came out and the expected volume was 6.8ml. The catheter was determined to be patent. The event was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked and would not be made available.